Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported it was reported that during the post-operation device check, the right atrial lead was discovered to be dislodged. Lead repositioning was unsuccessful; the lead helix would not fully extend. The lead was explanted and replaced with a new lead. The patient¿s condition was stable.